Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was returned for analysis. Longevity analysis was normal and no other anomalies were found.

Event description:
It was reported that the patient was presented to the hospital with pocket erosion on the patient's implantable cardioverter defibrillator (ICD). The physician opted to perform a full ICD system extraction. The patient was discharged from the hospital post procedure.